Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an evercross pta balloon during treatment of a moderately calcified lesion in the patients mid superficial femoral artery(sfa). No tortuosity was reported. IFU was followed and the device was prepped without issue. The device did not pass through a previously deployed stent and no resistance was encountered during advancement. An inflation device was used for balloon inflation. It is reported that a pinhole burst occurred at an inflation pressure of 4atms. It is unknown how many prior inflations were applied to the balloon. The balloon was removed without issue - with no fragments left in the patient. A new balloon was used to complete the procedure. No patient injury was reported.